Event description:
It was reported by the customer that a bd pyxis medstation es system patients was not showing on the station preventing the user to retrieve the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was missing on the pyxis medstation es system. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis medstation es system patients were not showing on the station. The customer added that this issue was affecting the users, as they cannot see patients in station to retrieve the medications. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined patient missing on station. The technical support specialist stated that the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.